Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung wedge resection laparoscopic procedure while stapling lung tissue, the instrument did not fire and was making unusual sound, no harm to patient. There was poor staple formation and staple line was incomplete at proximal. The staple cannot form a b-shape. The device was not tested prior to use. Used a new stapler and staple in order to complete the case. There was no patient injury.